Event description:
It was reported that during an unknown procedure, the balloon was perforated. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.